Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: biolox delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14; item: 00-8775-032-02; lot: 2552350. Durasul alpha insert, jj/32; item: 01.00013.410; lot: 2541388.

Event description:
It was reported that there was a revision due to wear of the connecting bolt and loosening from the distal part of the stem. The rx showed that the proximal part was no longer aligned straight.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: x-rays received, op reports received, right hip. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the right side is affected.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The patient was implanted with a revitan stem and approximately 11 years later and underwent revision surgery due to dissociation of the proximal and distal revitan stems. The revitan stem and the biolox head were received for examination. The revitan stem was received disconnected at the connection between the connection pin and the distal stem body. Revision damage in the form of scratches and nicks can be seen on the neck of the proximal stem and on the flanks of the distal stem. In the proximal region of the distal stem, drilling was performed through the lateral wall from the outside. In the distal half of the distal stem some bone ongrowth can be found. The proximal stem and the connection pin are still assembled. There is no sign of bone ongrowth on the anchoring surface of the proximal stem, but polished areas are found, particularly on the posterolateral and anterior surfaces. These polished areas may have resulted from direct contact with a metal part such as a cerclage wire and/or from movement against bone. The press-fit region of the connection pin is not anymore in its original condition and shows a mixture of polishing, smearing and fretting. The distal face surface of the proximal stem is highly worn and polished, especially on the medial flank. The proximal face surface of the distal stem is also worn, and the medial wall is worn to the extent that the wall thickness is significantly diminished. Further, a new ledge can be found on the inside of the lateral wall. The biolox head has metal smears, especially on and near the bevel. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Based on the explants and the information provided, the reason for the loosening of the connecting pin of the revitan stem remains unknown and no definite root cause could be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.